Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that only the orbit galaxy complex coil was removed after the resistance was encountered. The orbit galaxy complex coil and sl-10 (stryker) microcatheter were not removed as a unit; therefore, there was no loss of cerebral target position associated with this issue. The complaint products did not kink or bend at any time prior to the resistance/friction. The concomitant devices used in conjunction with the complaint products did not kink or bend at any time. There was no resistance encountered between the guidewire and the microcatheter when accessing the target site. Prior to the two trufill complex pushable coils, other coils went through the prowler select plus without resistance. An adequate continuous flush was maintained through the microcatheters. The physician did not apply force at any time during the procedure. The event did not result in a procedural delay. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of arteriovenous fistula (avf) middle meningeal artery (mma) aneurysm, the 4mm x 8 cm orbit galaxy complex xtrasoft hydraulic detachable coil system (dcs) (640cx0408/17415143) was inserted into the sl-10 (stryker) microcatheter, but resistance was encountered in the microcatheter. Two (2) 3mm trufill complex pushable coils (633-320x/17170206) were inserted into the prowler select plus microcatheter (unknown catalog & lot) and resistance was also felt in the microcatheter. The coils were replaced with competitor coils. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was moderately tortuous and not calcified. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Additional information received indicated that only the orbit galaxy complex coil was removed after the resistance was encountered. The orbit galaxy complex coil and sl-10 (stryker) microcatheter were not removed as a unit; therefore, there was no loss of cerebral target position associated with this issue. The complaint products did not kink or bend at any time prior to the resistance/friction. The concomitant devices used in conjunction with the complaint products did not kink or bend at any time. There was no resistance encountered between the guidewire and the microcatheter when accessing the target site. Prior to the two trufill complex pushable coils, other coils went through the prowler select plus without resistance. Reportedly, the physician did not apply force at any time during the procedure. No further information was provided. The trufill pushable complex coils were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the products available for analysis, the reported customer complaint could not be confirmed. Based on the device history record reviews, there is no indication that the events are related to the device manufacturing process. Without a lot number for the prowler select plus microcatheter to conduct a DHR review, it is not possible to determine if the reported issue could be related to the manufacturing process. The exact cause of the events could not be conclusively determined; however, there are circumstances of the procedure, including device interaction, may have contributed to the reported failures. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of four products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00506, 00506,1226348-2018-00507, 1226348-2018-00508, & 1226348-2018-00509.

Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant med products: (1) trufill complex push dcs (633-320x/17170206), (1) orbit galaxy dcs xs (640cx0408/17415143), sl10 (stryker) microcatheter, prowler select plus microcatheter (unk catalog and lot). The customer contact information was not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of four products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00506, 1226348-2018-00507, and 1226348-2018-00509.

Event description:
As reported by a healthcare professional, during a coil embolization of arteriovenous fistula (avf) middle meningeal artery (mma) aneurysm, the 4 mm x 8 cm orbit galaxy complex xtrasoft hydraulic detachable coil system (dcs) ((640cx0408/17415143) was inserted into the sl10 (stryker) microcatheter, but resistance was encountered in the microcatheter. Two (2) 3 mm trufill complex pushable coils (633-320x/17170206) were inserted into the prowler select plus microcatheter (unknown catalog and lot) and resistance was also felt in the microcatheter. The coils were replaced with competitor coils. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was moderately tortuous and not calcified. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will not be returned for analysis. No further information was provided.